Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 40 mg/dl; cause was not known. Emergency services were called, and customer was treated with oral glucagon gel. No serious injury was reported. Recommendation was made for the customer to consult with healthcare provider regarding diabetes management.